Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal procedure, air was injected into the balloon in order to secure the trocar to the abdominal wall, but the balloon did not inflate. The procedure was completed with another device. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the trocar balloon, lock collar, valve seal and doors appeared to be intact. The obturator was not received. The inflation syringe was not received. Pmv performed functional testing: the balloon was inflated using a test syringe; no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. If information is provided in the future, a supplemental report will be issued.